Event description:
A female pt underwent abdominal aortic aneurysm repair on (B)(6) 2010. The pt received a cook incorporated zenith flex aaa endovascular graft bifurcated main body and three cook incorporated zenith flex aaa endovascular graft iliac legs according to the IFU. The completion angiogram revealed a type I endoleak. The operator ballooned the proximal seal zone several times with no resolve of the leak. The operator decided to place another manufacturer's stent within the proximal seal zone. The stent did resolve the proximal type I endoleak. Post-stent placement, the right renal artery was occluded. The renal artery was open post graft placement. The operator made several attempts to re-cannulate the occluded renal artery without success. Other than the occluded right renal artery, the pt had no complications. Another manufacturer's stent was placed and did not resolve the leak instead possibly leading to right renal artery occlusion.

Manufacturer narrative:
Occlusion is addressed in the IFU. Endoleaks are addressed in the IFU. Event eval: still under investigation.